Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem was confirmed. The device battery was swollen and had been damaged due to overcharging. The 73x ventilator battery was not intended to withstand continuous charging. A field corrective action has been initiated to clarify the device instructions for use to ensure continuous charging does not take place. Periodic maintenance, calibration and functional testing of the device were performed at impact along with replacement of the battery. The unit was returned to the end use rafter it tested within specifications.

Event description:
No patient was involved with this device malfunction. It was reported to impact that the battery for the impact 73x portable ventilator was not charging correctly. No patient injury was reported relating to this device malfunction.